Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown drill bit. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown drill bit. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during preparation for locking with the proximal screw, the drill bit didn¿t hit the hole properly. There was no patient harm and the surgery was prolonged for approximately 10 minutes. The surgery was completed successfully. This report is for one (1) unknown drill bit. This is report 2 of 2 for (B)(4).